Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the balloon was inflated to 22 atmospheres when it ruptured. It should be noted that the nc trek rx instructions for use IFU, warnings section warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, circumflex coronary artery. A 2.5x8mm nc trek balloon dilatation catheter (bdc) was not soaked prior to use. The bdc was inflated several times, then ruptured when inflated to 22 atmospheres. Additionally, two xience alpine stent delivery systems (2.25x28mm and 2.00x28mm) failed to cross the lesion due to the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.